Manufacturer narrative:
The returned valve was patent. It also met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the side of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "low tear strength is a characteristic of unreinforced silicone elastomer materials." It also cautions that ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components¿. Approximately 23.5 cm of the ventricular catheter was returned. Approximately 101.5 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking preoperatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient. It was later reported there was no allegation that the peritoneal and ventricular catheters had malfunctioned or were not working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.